Event description:
Caller states the pt tested >8.0 inr on the coaguchek s system and 5.5 inr on a comparison lab. Vitamin k was administered based on lab result. No adverse event reported. Requested return of suspect system, however, strips are unavailable for return.